Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the tightrope broke off femorally. The screw broke off femorally during insertion and did not hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1370tc batch/serial number (B)(6) was received for evaluation. Functional testing was not performed as the screw was received broken into two pieces. Visual evaluation revealed that the screws were broken into two pieces, causing a loss of material; further evaluation noted that the threads were warped/stripped. The most likely cause of the reported failure is a user error, specifically improper bone preparation and/or misalignment of the insertion.